Manufacturer narrative:
Visual inspection shows the screw component and clamps have dissociated from the screw head and the rest of the screw assembly. The rod remains locked in the top portion of the screw head by the locking cap. There is boney tissue lodged beneath the rod and has been forced through the center hole and around the sides of the saddle. One of the cages used was pushed out of the interverbal space. It is possible that the presence of boney tissue resulted in increased interference between the mating components. The damage shown to the screw shank could indicate that the rigid screwdriver was not properly rotationally aligned before attempting to thread the screw head; however, the exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from belgium that a revision surgery was done due to a screw which had broken 6 weeks post-operatively with loss of compression and push back of 1 of the sustain cages.